Event description:
Allergy. Information was received on 13-nov-2003, from a physician via a distributor, regarding a patient who received the first injection of synvisc (date unspecified) in the left knee. A few days after receiving the second injection in 2003, the patient experienced an unspecified allergic reaction and was hospitalized. At the time of this report, the patient has completely recovered. Additional information has been requested but not yet received. Qa investigation results: product release data for both us and canadian facilities were reviewed. No product trends were identified, which could potentially have been associated to a product complaint. All synvisc lots released met specification limits and the data showed normal variability.